Manufacturer narrative:
Pump was received with a keypad overlay peeling and a cracked lcd window. The test reservoir does lock properly inside the reservoir tube. However, pump was received with a missing segments or partial display due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments or partial display. (B)(4).

Event description:
Information received by medtronic indicated that the screen was crack. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.